Event description:
It was reported that rv lead dislodged into right atrium and sensed afib. The device counted atrial rhythm as vf and shock broke afib. At clinic follow up, patient went into cardiac arrest. The patient was then hospitalized in a vegetative state. At explant, lead found in subclavian vein and one loose suture sleeve tie was noted, allowing lead body movement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.